Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has had a gradual rise in impedance. The lead was replaced. No patient complications have been reported as a result of this event.